Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration through functionality test ¿ device would not cool during functionality test.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. The device was evaluated upon receipt. Confirmed the calibration failure related to the abnormal internal pressure. Found the pressure board connector's cable got pinched. A photo of the pinched wire was attached by the service technician. The internal pressure is 1 psi rather -7 psi during operation. Flow rate is above 2.2 l/m most of the time. Circulation pump comes with large noise during operation in decontamination. The noisy circulation pump was related to the pressure. Circulation pump works normally after manifold harness replacement. Replaced manifold harness. After replacing the manifold harness, the unit works fine during burn-in test with no other issue. Cooling issue was not reproduced. Device passed applicable testing. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration through functionality test ¿ device would not cool during functionality test.